Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg displayed a low battery flag shortly after the patient had a fall. Diagnostic system testing did not reveal any anomalies. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Patient's weight has been added.